Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner was not working, and the users were required to use the keyboard instead. The customer attempted to restart the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 25, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification was not working. A field service engineer replaced the biometric identification (ID) universal serial bus (usb) cable to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.